Event description:
It was reported, there have been internal and external leaks that has caused extravasation and the lines have had to be removed from the patients. When they have been removed there are visible splits in the lines. The splits have been in various places and have only been reported with the single lumen piccs. No other information was provided. The exact number of patients and devices involved was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, there have been internal and external leaks that has caused extravasation and the lines have had to be removed from the patients. When they have been removed there are visible splits in the lines. The splits have been in various places and have only been reported with the single lumen piccs. No other information was provided. The exact number of patients and devices involved was not provided by the complainant.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-06714.